Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unk. The sample was not returned for evaluation. This is the second complaint of this type from the same user. Based on the limited info submitted, the definitive root cause is unk.

Event description:
It was reported that the device was placed for a chest pleural drainage. Upon removal of the device, the doctor was able to remove the catheter but unable to remove the monofilament. The doctor felt that the monofilment was wrapped around a portion of the lung. The monofilament remains implanted.